Manufacturer narrative:
The customer's allegation was confirmed. Based on the results of the investigation and historical data, it is likely that the following led to the malfunction: water and moisture invaded into the scope, resulting in damage of the internal circuit board of the connector. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope exhibited scope communication error code e315 and displayed no image. The issue was found during reprocessing. There were no reports of patient harm.